Event description:
It was reported by the user site that on (B)(6) 2026, during use of a selenia dimensions 3d performance system, the gantry repeatedly shut down and generated multiple system errors. The user site reported that the gantry continued to shut down during open patient exams and eventually would not return to normal operation after restart attempts. The user site reported that the system was removed from service pending repair. No patient or user injuries were reported. Hologic technical support (ts) reviewed the system logs and reported that when the user pressed the c-arm down switch, the c-arm position output drifted upward and then downward multiple times, resulting in an uncommanded motion error code. A hologic field service engineer (fse) investigated the device and checked the fuses and vertical travel assembly (vta) components per ts recommendation. The fse determined that the drag brake was leaking and failing. The fse reported that drag brake was replaced and the issue was resolved. The fse reported that the system was verified to be operating according to manufacturer specifications. No further information is currently available.